Event description:
The customer reported a leak when using the coulter act diff analyzer. The probe was leaking approximately 10 cc of diluent back into the sample tube and under the instrument. The operator was wearing gloves and lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and observed dripping from the probe as the probe retracted for the clean probe cycle. The fse found the vacuum path that is used to clean the probe was blocked. The fse replaced the tubing. Dual diluent filters were also replaced. Startup and quality control passed. The fse verified the probe was being cleaned and the dripping was resolved. Identified failure modes: insufficient vacuum due to blockage, to evacuate the waste during clean probe cycle and restricted diluent fluid filters. No erroneous results were generated in association with this event. Upon recur of the failure mode, erroneous results are likely for all parameters due carryover and/or sample dilution into the open sample tube. Product labeling was evaluated: act diff warning-precautions_ act diff, pn4237495, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Beckman coulter (bec) internal identifier for this report is (B)(4).